Event description:
It was reported that the lead was attempted to be implanted in the right atrium (ra) but was not used due to difficulty deploying the lead helix. The lead was initially placed but had unsatisfactory acute measurements. The lead was repositioned but experienced difficulty retracting the lead helix. The lead was removed and the physician elected to reuse the chronic lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.